Manufacturer narrative:
(B) (4): eval results: (death, dissection), (fragile aorta; pre-existing dissection), (implantation for a pre-existing dissection).

Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of an expanding thoracic aortic aneurysm. Aneurysm morphology was not reported. The pt had a fragile aorta and a pre-existing type a dissection starting at the ascending thoracic aorta. It was noted that the thoracic endovascular repair was a risk because of the pt's condition. It was reported that after the first talent stent graft was half-way deployed, a retrograde dissection that went all the way into the coronary arteries was noted; the dissection was also shutting down the heart. The physician stated that the device had moved forward approx 5 mm and that the bare springs may have contributed to the dissection, as there appeared to be misaligned deployment of one of the bare springs. The physician elected to seal the dissection by implanting two distal talent stent grafts (MFR. Report # 2953200-2010-01451, MFR. Report # 2953200-2010-01452); however, the pt expired after the talent stent grafts were implanted.